Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, the patient is a (B)(6) female who received av00 (B)(6) in 1997 and is requiring surgical intervention due to aortic stenosis and moderate aortic regurgitation.

Event description:
According to the initial report, the patient is a 75 year old female who received av00 sid (B)(6) in 1997 and is requiring surgical intervention due to aortic stenosis and moderate aortic regurgitation.

Manufacturer narrative:
A review of the available information was performed. Use of aortic allografts for aortic valve replacement has often been reported as a good option for younger patient populations due to lack anticoagulation therapy and excellent hemodynamic characteristics, which favor a more vigorous lifestyle and functional status. However, younger age at implantation has also been associated with accelerated rates of valve failure and explant among biologic valves. According to the literature, explant of an aortic allograft valve due to structural valve deterioration in a patient that was 54 years of age at time of implant is not unexpected. Ultimately, nearly 21 year implant duration of a cryopreserved aortic allograft implanted in a 54 year old patient (75 years of age at time of re-intervention) is an exceptional outcome. Explant due to structural valve deterioration/stenosis is not an unexpected adverse event to occur nearly 21 years after aortic valve replacement with a cryopreserved aortic allograft in a patient that was 54 years old at time of implant. Graft (B)(4) was not returned to cryolife so no direct observations were made. According to the processing records, this graft did not contain any attributes that would have rejected the graft this report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.